Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer loaded a new cartridge to resolve the issue but the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer's blood glucose level.